Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the stimulator battery was replaced on (B)(6) 2020 to resolve the shocking sensation that they had been experiencing. The cause was not determined; however, the consumer reported that the physician had blamed it on the battery being a few years old, so he said that the battery was at fault for the shocking. The replacement of the implantable neurostimulator resolved the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient started feeling a shocking sensation on her back starting a couple of weeks prior to the report, confirmed as (B)(6) 2020. The patient had back surgery in (B)(6) 2019, and the patient is unsure if that is related to this issue. The patient has not had any falls. The patient turned the implantable neurostimulator off. The patient was redirected to follow-up with her health care professional. There were no further complications reported.